Event description:
Reportedly after 4 months implant duration in the left popliteral artery. Patient returned with bilateral symptoms. Angiogram identified instent restenosis. Physician also identified a fracture resulting in a gap between segments. Due to heavy stenosis, the patient received a fem pop below the knee bypass. Physician feels that patient would have had to have a bypass surgery any how, regardless if the stent had restenosised due to patient's underlying condition of heavy peripheral arterial occlusive disease. The stent was originally implanted to further postpone the bypass procedure.